Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working properly. The touchscreen was calibrated through the service menu and the reported issue was resolved. The customer performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.